Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging of headache,sleepiness and cough. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have headache,sleepiness and cough. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection was performed by the manufacturer. The manufacturer found found no evidence of thermal or physical damage. An internal visual inspection was completed by the manufacturer. The manufacturer found dirt/dust contamination on the inside top enclosure, rear panel and in the blower motor and assembly. The device's downloaded event log was reviewed by the manufacturer and found error code e176. The manufacturer concludes no evidence of sound abatement foam degradation or breakdown.the manufacturer found dirt/dust contamination on the device. Section d9, g3, h6 has been updated / corrected.